Event description:
It was reported that an ilet insulin pump generated repeated restart 38 alerts for consecutive stalled motor, and the user experienced persistent hyperglycemia despite multiple restarts and a full charge; initial troubleshooting with supply removal and restart temporarily restored delivery, but the alert recurred and a replacement was arranged. Symptoms included elevated blood glucose without reported injury. Outcomes included the user transitioning to backup therapy until replacement was available. Investigation included technical support troubleshooting, supply change guidance, confirmation of charging status, and instruction on device shutdown and data syncing. Investigation of this case revealed a suspected motor stall malfunction associated with the pump¿s drive system that triggered recurring alerts and interrupted insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the motor drive consistent with a mechanical or performance failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure of the pump motor assembly.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.